Manufacturer narrative:
(B)(4). (B)(4). Pain. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2011-01051. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a surgical procedure on (B)(6) 2010 to treat cystocele. Implanted product information not provided.

Manufacturer narrative:
, In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 concurrently with an abdominosacrocolopopexy through pfannenstiel incision. It was reported that the patient experienced an anterior abdominal wall mass/ adhesion. No additional information was provided. (B)(4).

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary tract infections and vaginal spasms. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urinary tract infections and vaginal spasms.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009. During the procedure, mesh was implanted. Postoperatively, the patient experienced persistent pelvic pain and persistent stress urinary incontinence. The patient had to have corrective surgery for this issue. No additional information known at this time.